Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a call was received from the (B)(6) who reported that a study patient (pt) in (B)(6) had cells in the anterior chamber with additional information pending. On (B)(6) 2015 an email was received from the research manager who reported that subject was wearing a acuvue2 brand contact lens. On (B)(6) 2015 an e-mail was received from the research manager who provided additional medical information as follows: on (B)(6) 2015 subject c/o os pain, redness, itching, and foggy vision; on slit lamp exam (sle) grade 2 conjunctival hyperemia - temporally; grade 4 lens surface wettability and mild front surface deposits noted; diagnosis: grade 1 blepharitis on upper lid; medications: ciplox ointment at hs and refresh tear qid; contact lens wear discontinued. Lens sent for culture. On (B)(6) 2015: h/o using refresh tears qid and ciplox ointment qd; c/o pain, redness, photophobia in os since 4 days; on examination grade 2 redness in the temporal quadrant of conjunctiva and occasional anterior chamber (ac) 2 + cells were seen; minimal conjunctival congestion. The event was diagnosed as "mild ocular reaction". Treatment: predforte taper dose x 4 weeks and homide x 2 weeks. On (B)(6) 2015 the pt presented for f/u; pt was asymptomatic and the redness in the left temporal quadrant is reduced from grade 2 to grade 1 - there were no ac cells seen. Visual acuity was 6/6 in both eyes. On (B)(6) 2015 the subject's lab reports were received and were negative. Also on (B)(6) 2015 the report submitted to the ethics committee on (B)(6) 2015 was received. The report stated that "the event will be called as iritis." The report also noted that "other ocular examination were normal and the visual acuity was 6/6 n6 in both eyes." A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0026jm was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Additional information was received from the clinical research department on 05jan2016. The suspect product is not available for return for evaluation. Unopened product from lot # l0026jm was requested for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Date of event was initially submitted as (B)(6) 2015. The correct date of event is (B)(6) 2015.